Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("nuero condit/problems"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches"), dysgeusia ("metal taste"), abdominal distension ("bloating"), memory impairment ("memory issues"), sleep disorder ("sleep disturbances"), constipation ("constipation"), pain ("body aches"), ovarian cyst ("ovarian cyst") and hot flush ("hot flashes") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and acrochordon ("skin tags"). The patient was treated with surgery (removal surgery or date scheduled: (B)(6) 2019). At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, rash, skin disorder, psychological trauma, vaginal discharge, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, alopecia, nervous system disorder, tooth disorder, migraine, headache, weight increased, hormone level abnormal, dysgeusia, abdominal distension, memory impairment, sleep disorder, constipation, pain, acrochordon, ovarian cyst and hot flush outcome was unknown. The reporter considered abdominal distension, abdominal pain, acrochordon, alopecia, back pain, bladder disorder, constipation, dysgeusia, dysmenorrhoea, fatigue, headache, hormone level abnormal, hot flush, memory impairment, menorrhagia, metrorrhagia, migraine, nervous system disorder, ovarian cyst, pain, pelvic pain, psychological trauma, rash, skin disorder, sleep disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: date of removal surgery or date scheduled: (B)(6) 2019 patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), rash/skin condition, psych injury, vaginal discharge, vaginal infection, uti, urinary problems, bladder problems, fatigue, hair loss, nuero condit/problems, dental problems, migraine, headaches, weight gain, hormonal changes, metal taste, bloating, memory issues, sleep disturbances, constipation, body aches, skin tags, ovarian cyst and hot flashes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Previously reported event "injury" was updated to "chronic pelvic pain", events- " abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), rash/skin condition, psych injury, vaginal discharge, vaginal infection, uti, urinary problems, bladder problems, fatigue, hair loss, nuero condit/problems, dental problems, migraine, headaches, weight gain, hormonal changes, metal taste, bloating, memory issues, sleep disturbances, constipation, body aches, skin tags, ovarian cyst and hot flashes", reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/chronic pain') in a 45-year-old female patient who had essure (batch no. 958708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse) and dyspareunia ("dyspareunia (painful sexual intercourse). In (B)(6) of 2013, the patient experienced vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), migraine ("migraine"), headache ("headaches") and pollakiuria ("urinary frequency"). In (B)(6) of 2014, the patient experienced fatigue ("fatigue"). In (B)(6) of 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) of 2016, the patient experienced urinary tract infection ("uti"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"), 4 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced device expulsion ("migration of essure device location of device: left device extending into the fundal portion of the endometrial cavity"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), nervous system disorder ("nuero condit/problems"), tooth disorder ("dental problems"), dysgeusia ("metal taste"), abdominal distension ("bloating"), memory impairment ("memory issues"), sleep disorder ("sleep disturbances"), constipation ("constipation"), pain ("body aches"), ovarian cyst ("ovarian cyst") and hot flush ("hot flashes") and was found to have hormone level abnormal ("hormonal changes") and acrochordon ("skin tags"). The patient was treated with surgery (removal surgery or date scheduled: (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, rash, skin disorder, depression, vaginal discharge, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, alopecia, nervous system disorder, tooth disorder, migraine, headache, weight increased, hormone level abnormal, dysgeusia, abdominal distension, memory impairment, sleep disorder, constipation, pain, acrochordon, ovarian cyst, hot flush, female sexual dysfunction, allergy to metals, dyspareunia, pollakiuria and device expulsion outcome was unknown. The reporter considered abdominal distension, abdominal pain, acrochordon, allergy to metals, alopecia, back pain, bladder disorder, constipation, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hot flush, memory impairment, menorrhagia, metrorrhagia, migraine, nervous system disorder, ovarian cyst, pain, pelvic pain, pollakiuria, rash, skin disorder, sleep disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: date of removal surgery or date scheduled: (B)(6) 2019 patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), rash/skin condition, psych injury, vaginal discharge, vaginal infection, uti, urinary problems, bladder problems, , fatigue, hair loss, nuero condit/problems, dental problems, migraine, headaches, weight gain, hormonal changes, metal taste, bloating, memory issues, sleep disturbances, constipation, body aches, skin tags, ovarian cyst and hot flashes. Current weight 197 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results of your essure confirmation test: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified): bilateral occlusion. Magnetic resonance imaging brain - on (B)(6) 2019: impression: the anterior portion of the pituitary gland appears enlarged with a convex superior contour. No. Obvious hypoenhancing pituitary lesion is seen to definitively suggest a pituitary adenoma. Given the history of hyperprolactinemia and enlargement of the pituitary gland, an underlying iso-enhancing pituitary microadenoma cannot be completely excluded. Otherwise, normal brain MRI. Ultrasound pelvis - on (B)(6) 2018: impression: essure occlusion devices noted as described above with the left the projecting towards the fundal portion of the endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/chronic pain') in a 45-year-old female patient who had essure (batch no. 958708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), migraine ("migraine"), headache ("headaches") and pollakiuria ("urinary frequency"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"), 4 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced device expulsion ("migration of essure device location of device: left device extending into the fundal portion of the endometrial cavity"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), nervous system disorder ("nuero condit/problems"), tooth disorder ("dental problems"), dysgeusia ("metal taste"), abdominal distension ("bloating"), memory impairment ("memory issues"), sleep disorder ("sleep disturbances"), constipation ("constipation"), pain ("body aches"), ovarian cyst ("ovarian cyst") and hot flush ("hot flashes") and was found to have hormone level abnormal ("hormonal changes") and acrochordon ("skin tags"). The patient was treated with surgery (removal surgery or date scheduled: (B)(6) 2019). At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, rash, skin disorder, depression, vaginal discharge, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, alopecia, nervous system disorder, tooth disorder, migraine, headache, weight increased, hormone level abnormal, dysgeusia, abdominal distension, memory impairment, sleep disorder, constipation, pain, acrochordon, ovarian cyst, hot flush, female sexual dysfunction, allergy to metals, dyspareunia, pollakiuria and device expulsion outcome was unknown. The reporter considered abdominal distension, abdominal pain, acrochordon, allergy to metals, alopecia, back pain, bladder disorder, constipation, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hot flush, memory impairment, menorrhagia, metrorrhagia, migraine, nervous system disorder, ovarian cyst, pain, pelvic pain, pollakiuria, rash, skin disorder, sleep disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: date of removal surgery or date scheduled: (B)(6) 2019. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), rash/skin condition, psych injury, vaginal discharge, vaginal infection, uti, urinary problems, bladder problems, , fatigue, hair loss, nuero condit/problems, dental problems, migraine, headaches, weight gain, hormonal changes, metal taste, bloating, memory issues, sleep disturbances, constipation, body aches, skin tags, ovarian cyst and hot flashes. Current weight 197 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results of your essure confirmation test: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified): bilateral occlusion. Magnetic resonance imaging brain - on (B)(6) 2019: impression: the anterior portion of the pituitary gland appears enlarged with a convex superior contour. No obvious hypoenhancing pituitary lesion is seen to definitively suggest a pituitary adenoma. Given the history of hyperprolactinemia and enlargement of the pituitary gland, an underlying iso-enhancing pituitary microadenoma cannot be completely excluded. Otherwise, normal brain MRI.. Ultrasound pelvis - on (B)(6) 2018: impression: essure occlusion devices noted as described above with the left the projecting towards the fundal portion of the endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet and medical records received: lot no. Was added. New events - apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, migration of essure device location of device: left device extending into the fundal portion of the endometrial cavity, nickel allergy, dyspareunia (painful sexual intercourse) were added. Onset date of events were added. Severity of event pelvic pain was added as severe. Reporter's information, patient demography, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.